Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The patient inserted the sensor at an alternate insertion site. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.

Manufacturer narrative:
Com-(B)(4).

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the applicator had a bent needle and pushrod, indicating a needle retraction issue. The reported event of a needle retraction issue was confirmed. The probable cause was determined to be a bent needle and pushrod.